Event description:
It was reported that the rv lead was explanted due to high pace/sense impedance 1500-2500ohms, very high thresholds (6v/1.6ms), and possible crush. No patient complications were reported as a result of this event. A 3500a was also received and further reports that the lead had intermittent sensing and impedance issues that caused the ICD to erroneously charge for therapy and deliver a shock at inappropriate times. Shocks were delivered due to intermittent nature of problems. No procedural complications with explant and replacement of lead.